Event description:
Reportedly, patient expired 7 days after implant of an aortic valve device. Information gathered from several newspaper articles on 30 june 2009, 02 july 2009 and 06 october 2009 - per the articles, the patient had av stenosis; device was implanted in 2008; report was taken from a nurse present in the operating room. Reportedly, the surgeon "accidentally occluded the common trunk of the left coronary artery causing the patient with a myocardial infarction". The device has 'disappeared' reportedly was "disposed" with the remains from the operating room, and is therefore, not available for return and evaluation. Other reported procedures 2 days post-op: the patient reoperated for "the sternal closure", in the next day, cardiogenic shock, in the following day "post-operative bleeding with hemodynamic instability", in the next day, pt had a "revision mediastinum". A day prior, a neurologist was consulted because of her upcoming heart transplant. Dr. Report states 'a miosis rigid' or brain damage and did not recommend the surgery. At about 3 days later, pt underwent a heart transplant and reportedly did not survive the procedure.

Event description:
Reportedly, the device was explanted at implant due to a failed ring repair. Mc3 ring was implanted for tap. Patient had a mitral regurgitation and myocardial infarction. Sjm tailor ring was implanted to correct mitral regurgitation. After the mc3 ring was implanted, there was a leakage observed and it did not stop. Customer decided to explant mc3 ring. Perimount 6900p valve was implanted as a replacement.

Manufacturer narrative:
It is believed that the device was discarded along with the heart in or after the heart replacement surgery. The date of death is not confirmed. There is no other information available at this time. This was determined reportable to FDA per edwards lifesciences procedures. No serial number for the device is available; therefore, a device history record review cannot be done. Because this case is currently under investigation by the the foreign country authorities, no additional information is available, or will be provided.

Manufacturer narrative:
Any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance related to this event. No additional information will be provided regarding this event, as it was reported that the device was discarded with the heart at the hospital during the heart replacement procedure. The internal hospital audit conclusion indicated that the patient's condition was in compliance to heart transplant. The event was not device related. This cannot be confirmed by evaluation. If the patient or device problems (including any failure analysis) noted in this report are part of a trend analysis, please provide a complete list of all related MDR access numbers, as well as the basis for their inclusion in the trend, e.g. Common clinical presentation/ observation, common component, common manufacturing process, known failure mode, etc.: one instance, in MDR 6000002-2008-07365, was reported as a patient death of myocardial infarction after implant. However, the device was disassociated from the event through follow up information provided by the surgeon. There are no other known reports of this nature (myocardial infarction) for this type model device within the past two (2) years.